Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 h6: investigation summary the customer returned (1) 0.5ml 31ga syringe reporting that the needle hub separates from the barrel. The syringe was visually inspected. Upon visual inspection, embecta was able to confirm that the needle hub separates from barrel. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 1011594. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separates from barrel. A definitive root cause cannot be determined.

Event description:
It was reported that the hub separated from the relion® insulin syringe while removing it. The following information was provided by the initial reporter: "consumer reported found 1 syringe when removed needle shield, needle assembly stayed in the shield"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the relion® insulin syringe while removing it. The following information was provided by the initial reporter: "consumer reported found 1 syringe when removed needle shield, needle assembly stayed in the shield".